Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the issue, allowing continued use of the pump without recurrence of the malfunction.